Event description:
It was reported that the customer experienced intermittent elevated blood glucose (bg) levels displayed as "high"; however, specific value was not provided, and ketones that were not identified as dangerous by a health care provider. Reportedly, the customer experienced nausea and vomiting. Cause was not known. The customer changed their cartridge and infusion set to address their bg level. Recommendation was made to consult with a healthcare provider regarding diabetes management.